Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated they were notified by a physical therapist that patient had pain at ins site. Caller stated they had met patient for normal reprogramming at some point and patient didn't mention anything about the pocket site. Caller stated the physical therapist indicated the patient's adjustments are going great and now the patient reports just soreness at the site. Caller didn't know if patient had started physical therapy specifically for this pain issue or for some other reason. Troubleshooting was not required. The caller and the physical therapist only discussed the specific patient in this case. Caller wasn't sure of managing hcp - it was either (B)(6). **related event - (B)(4).** additional information received. Patient reported burning pain around device, pain across lower back. Patient indicated they felt like device wasn't working and wanted device removed. Steps taken to try and resolve was device itself was reprogrammed to expand its use, physical therapy. Patient reported pain and soreness at implant site resolved. Tissue around ins loosened but lower back pain has resumed and patient may need to follow up with hcp.